Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03642 / 03643).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total right hip arthroplasty on (B)(6) 2009 and a total left hip arthroplasty on (B)(6) 2009. Patient reports stiffness in hips, pain, difficulty walking and sitting, and inability to open legs. Patient fractured right femur in 2010 during physical therapy and fractured left femur in 2010 while attempting to get in the car. There had been no reported revision to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2009 on an unknown side and a total hip arthroplasty on the other side on (B)(6) 2009. Patient reports stiffness in hips, pain, difficulty walking and sitting, and inability to open legs. Patient fractured right femur in 2010 during physical therapy and fractured left femur in 2010 while attempting to get in the car. There had been no reported revision to date.